Event description:
It was reported that during primary surgery of reunion total shoulder, while drilling a center hole, the drill bit broke. The piece was taken out of the patient. Surgery was delayed by 10 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured centering drill was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported fracture at the fluted tip. A material analysis identified no manufacturing or material defects. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been 2 similar previous reported events for this lot ID. Conclusions: the investigation concluded that fracture occurred from a bending fast fracture overload while in contact with another component during rotation. No material or manufacturing defects were identified.

Event description:
It was reported that during primary surgery of reunion total shoulder, while drilling a center hole, the drill bit broke. The piece was taken out of the patient. Surgery was delayed by 10 minutes.